Manufacturer narrative:
The reported issue that the alaris pumps were alarming clamp-is-open during infusion could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump modules are typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the alaris pumps were alarming clamp-is-open during infusion. They tried new brain, new IV tubing and a total of 3 modules. However, the pump modules were not sequestered, control numbers were not documented, no service request was opened. All three pumps were mixed with other pumps awaiting service for broken door latch, broken platen hinge assembly, and pressure transducer issue. All three were repaired and returned to service. It was reported that there was no patient injury as a result of the event.